Event description:
It was reported that a patient was implanted with an impella cp and was being prepped for transfer to the intensive care unit. (ICU) tegaderm was placed to protect the pre close strings, and this tegaderm changed the angle of the impella. Upon arrival in the ICU, the impella site was noted to be bleeding. Dressing and manual pressure was held for an hour and a powder hemostatic agent was used for hemostasis. A decision was made to leave the impella cp in overnight and explant the next day. The patient survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be anticoagulation management because the activated clotting time (act) were high and not brought to the therapeutic range when the patient was transferred to intensive care unit (ICU) from catheterization lab.